Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported that prior to the start pre-anesthesia of a da vinci-assisted surgical procedure, the 8mm mega suturecut needle driver instrument had broken wires by tip. No fragments fell into the patient. The procedure outcome is unknown but there was no reported injury.